Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited unsuitable electrical parameters at implant. The lead was repositioned two times and was ultimately implanted and remains in use. No further information is available. No patient complications have been reported as a result of this event.